Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection and interrogation of the device were normal with no anomalies found.